Event description:
It was reported that the customer had a no delivery alarm on insulin and adhesive would not stick after it was inserted. The customer's blood glucose level was unknown mg/dl. The customer stated that the set would not release from the serter. The troubleshooting was performed. The customer was advised the sample of quickset and quick-serter. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).